Event description:
Customer reported via phone call that there was a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.